Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that they noticed the sideport on the sheath was leaking. As a result, they removed and replaced the sheath. There was a delay in treatment and it is unk if this caused any harm. There was no pt death and no pt complications were reported.